Manufacturer narrative:
Device analysis report attached. Per the clinic, the device was explanted on (B)(6) 2023 under general anesthesia. The patient was reimplanted with another cochlear device (specific date not reported). This report is submitted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on may 25, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.